Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A wallflex rx uncovered biliary stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent was not deployed, and the outer sheath was broken at the guidewire access port. Functional evaluation found the stent could be manually deployed. It was not possible to take an accurate measurement of the outer diameter at the distal exterior tube ¿ endoscope interface due to the damage seen. No other issues were noted with the device. It is likely that the device may have gotten stuck within the endoscope if the distal exterior tube ¿ endoscope interface bond was larger than product specifications. As the event was most probably due to a bsc design specification that caused/contributed to problems in product use, the most probable root cause of this event is design. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no other similar complaints exist for the specified lot. An investigation is in place to address the outer diameter of the distal exterior tube being out of specification issue.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be used in the common bile duct during a biliary stent placement procedure performed on an unknown date. According to the complainant, during the procedure, after placement of the guidewire, the delivery system was inserted through the scope but it got stuck at about 15 cm from the tip of the stent and could not advance further. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the sheath broke around the guidewire access port.